Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician received an alert for the patient. The transmission was reviewed and noted baseline noise and pacing with no capture. The device remains in use. No patient complications have been reported as a result of this event.